Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the operator performed a ureteroscopy with holmium laser and lithotripsy procedure on a patient. The operator used a ncircle tipless stone extractor device, which malfunctioned. The operator replaced the device with another ncircle tipless stone extractor device from same lot but observed same malfunction. The customer reported the malfunction as broken extractor wires, however it was not confirmed. The operator completed the procedure by using another ncircle tipless stone extractor device from the same lot. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. One out of two malfunctioned devices were returned for investigation.

Manufacturer narrative:
A review of documentation, visual inspection, device history review (DHR), specification, trends, and quality control data was conducted during the investigation. One device was returned for investigation. The returned device handle was in the closed position. A functional test noted the unidex handle (udh) actuate the basket formation. A visual examination noted that with the handle in the closed position, the severed basket wires are protruding from the distal end of the basket sheath 3mm. With the basket formation in open position, 2 of the basket wires are noted to be severed 3-4 mm past the knot. The basket sheath doesn't appear to have any damage. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A DHR review of the non-conformance data revealed 3 non-conformances related to this work order. Since these non-conformances are related to the complaint issue appropriate product and quality managers have been alerted. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.